Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act button rewinds the insulin pump when pressed twice instead of bolusing. Customer stated insulin pump had failed battery test, rejected new batteries, back light was not working, new batteries sometimes did not last seven days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device monitored for several days. Device received with all operating currents within specification and passed a21 error test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).